Event description:
It was reported that "the mandrin bent during implantation, making it impossible to insert the catheter. The end of the cannula is splitting ". The patient's current condition is unknown at this time. Associate MDR numbers include: 3006425876-2026-00228, 3006425876-2026-00415, 3006425876-2026-00414, and 3006425876-2026-00413.

Manufacturer narrative:
Qn# (B)(4). The report of a damaged guidewire was confirmed through complaint investigation of the returned sample. Visual examination revealed a misshapen catheter tip and four kinks on the returned guidewire. Despite the observed damage, the guidewire and catheter passed all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Based on the customer report and the damage observed, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the mandrin bent during implantation, making it impossible to insert the catheter. The end of the cannula is splitting ". The patient's current condition is unknown at this time.